Manufacturer narrative:
The returned device was evaluated and the device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The incorrectly installed hard cannula contributes in the reported bleeding or bruising.

Event description:
A patient reports while wearing a pod for longer than 48 hours they had bruising at the pod infusion site as well as pain. In addition the patient reports the pods needle failed to retract upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.